Event description:
Boston scientific received information that during the implant procedure, just as the pocket was closed, the patient implanted with this pacemaker experienced greater than two seconds of asystole. The electrograms showed intermittent signals on the right ventricular (rv) lead that did not correspond to cardiac activity, resulting in pacing inhibition. No external pacing was required. The pocket was reopened and the connections were verified. Visual inspection revealed an obvious air bubble at the end of the rv lead terminal pin. Additionally, the rv lead did not appear to be fully inserted into the device header. The lead was removed from the device and the patient was paced using the pacing system analyzer (psa). The device was examined, and a puncture hole was found beside the slit on the rv seal plug. The leads were tested, then connected to a new device of the same model. No further issues were observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device header and case confirmed a hole in the rv seal plug. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Inspection of the lead barrels was not able to verify whether or not the lead was fully inserted; there were no stored electrograms to review for the morphology/appearance of the reported noise. The pacing, and sensing functions of the device were tested and confirmed to be operating normally. A review of the available information, specifically the presence of an air bubble observed in the field, suggests the noise on the ventricular channel was likely caused by temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing. An under-inserted terminal pin could also result in noise and oversensing; however, evidence in this case points to the damaged seal plug as the cause.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.